Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The reporting facility did not provide a lot number or any identification of the product; therefore, the manufacturing date for the product in question is unknown; however, the root cause of the reported issue is potentially related to manufacturing process change that increased the likelihood of company haptics adhering to the optic surface following delivery with the company device. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was issue with company pre-loaded device several times now. The leading haptics were going underneath the optic and sticking there. Additional information was requested. There are three medical device reports associated with this file. This file is about the statement experienced the same issue with company device several times now.